Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that while the unit was being used to ablate tissue in the pt, the tip of the unit came off. It was further reported that the unit did not have power in the beginning and the surgeon knew something was wrong. The tip was retrieved from the pt and the procedure was completed successfully.